Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.

Event description:
In late 2008, a customer reported receiving an error 4 meter display message four days prior, when a test strip was inserted into the port. Additionally, the customer reported experiencing symptoms of hyperglycemia on the dame day. Two days prior, the customer reported experiencing a seizure. No third-party medical intervention was required and no diabetes medications were reportedly taken. The customer reported taking her regular seizure medication. There was no report of death or permanent impairment associated with this event.